Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Devices switching on automatically. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 10th november 2007. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There were no ten-minute manual power ups recorded in the device memory. There were 41 manual powerups recorded mainly of under one minute duration. These manual power ups may indicate that the device was switching on automatically and the user was intervening by turning off the device via the on/off button. Therefore, there was no ten-minute timeouts recorded. The fault was witnessed during the course of the investigation. The fault could not be replicated with a known good membrane installed. This would confirm a failure of the original membrane. Furthermore, the battery monitoring circuitry was verified during the investigation suggesting that the low battery failures detailed in the report may have been due to a genuinely depleted pad-pak. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Devices switching on automatically. There was no patient involved in this event.